Manufacturer narrative:
Evaluation results and conclusion: (dissection, restenosis). (B)(4).

Event description:
During index procedure the physician used one admiral xtreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however, it was reported that during treatment with the admiral xtreme balloon, a dissection occurred. Patient was discharged home the same day. Approximately 7 months post index procedure the patient underwent target vessel revascularization of sfa with non-mdt stent, investigator indicated the event was not related to the study device or procedure. It is reported that the patient recovered.

Event description:
During the previously reported revascularization of the left sfa a balloon angioplasty was performed with implantation of a second stent.

Event description:
Clinical events committee adjudicated the previously reported target vessel revascularization was related to the study device.

Event description:
Two admiral xtreme pta balloon catheters were used during the index procedure, not one as previously reported.